Event description:
It was reported that the programmer was intermittently overheating. The programmer was returned for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer was left on with the head plugged in for over 24 hour with no fault found. Thermal sensor #6 functional test is out of specification; lvds (low voltage differential signal) printed circuit board found out of electrical specification. Stylus is bent. Right keyboard hinge is damaged. Power supply has corrosion. (B)(4) rf (radio frequency) head uplink tests are out of specification; rf head cable found out of electrical specification. Rf head label backing missing.